Event description:
It was reported that a patient underwent a shoulder repair tep procedure on (B)(6) 2022 and suture was used. During sewing needle detached from the suture after 3-4 stitches without a major pull. The needle did not fall in situ. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Could you confirm if the needle detached from the suture 14 times on the same patient? Or did it occur on different occasions? It occurred only once, but 14 suture has already been used. 2. Was the needle piece removed from the patient? Yes, the needle was not lost. It only came loose and was stuck in the needle holder. 3. Was there any patient consequence or injury? No. 4. Were x-rays performed to localize the needle? No. 5. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. 6. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/11/2022. H6. Component code: g07002 - device problem not found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one opened box with twenty-two packets of product code j243h was returned with the packaging closed. Upon initial inspection, of the packets, no external damages were observed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects were observed during the evaluation functional test was performed, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.